Event description:
Customer called and stated that they had a bravo capsule that failed to attach. In the process of placing the capsule, everything seemed to work as supposed to, but when removing the delivery system, they noticed the capsule was still attached.

Manufacturer narrative:
No patient injury has occurred following this incident.